Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and anti- streptavidin interference was found. This interference is documented in product labeling.

Event description:
The customer received a questionable estradiol result for one patient sample. The result did not fit with the clinical picture and the low fsh-lh levels. The sample was taken 24 days after a triptoreline injection. The initial result was 48 ng/l and was reported outside the laboratory. As the result was high, the triptoreline dose frequency was increased from every three to four weeks to every 18 days. The sample was retested lc/ms and the result was <2 ng/l. The patient was not harmed by any action taken. The estradiol reagent lot number was 179169. The expiration date was requested, but was not provided.